Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 68 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced skin tenderness with abdominal pain around the lvad site. The patient also noticed a significant amount of light yellow drainage on the gauze when changing the dressing for the lvad. The patient was afebrile with elevated white blood cells. A computed tomography was negative. Initial aerobic wound swab showed gram cocci. The patient was treated with antibiotics. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.